Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture. An invasive procedure was performed to reposition the lead. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead was subsequently explanted and returned for testing. This product issue will be updated when evaluation is complete.